Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. The patient had reported redness and having a rash at the implant area on and off in the three months leading up to the extraction. It was also reported that the right atrial (ra) lead exhibited elevated thresholds and the left ventricular (lv) lead was exhibiting mildly elevated thresholds. After the system was removed, a temporary pacing lead was attempted but not used due to difficult patient anatomy. Upon removal, the lead was noted to stretch quite a bit and the helix would not extend or retract. A new lead was placed without difficulty. The patient was paced with the temporary lead for a few days and treated with antibiotics and then received a new system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.